Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that during a routine follow up, this cardiac resynchronization therapy defibrillator exhibited noise, oversensing and pacing inhibition. The device recorded an episode of asystole greater than 6.5 seconds in a pacemaker dependent. The right ventricular and left ventricular leads parameters were stable. Data analysis was performed and boston scientific technical services recommended additional testing. Additionally, other testing were performed and no issues were found with the right ventricular lead and left ventricular lead. This device was reprogrammed. The patient will continue to be monitored via latitude home monitoring system. No additional adverse patient effects were reported. This device remains in service.